Event description:
Patient was implanted with cslp plate at c5-c6-c7 on an unknown day in 2000. Post operatively, patient presented progressive adjacent level c4-c5 degenerative disc disease. Patient returned to the or on (B)(6) 2013 for the removal of the cslp plate and six screws. Patient was revised with depuy skyline plate and variable angle self-tapping screws. This reports is for an unknown screw. This is 4 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. .